Event description:
Technician removed 6 french sheath and advanced the perclose device over the wire and into the right sfa, deployed perclose sutures and put the wire back in. After that, removed perclose catheter and loaded the long suture on the suture device, advanced the suture device into the right sfa and sat it on the suture knot inside the body. Once I pulled the suture device out of the body, the artery still had pulsatile flow coming out. I then realized the device was not successful and under the physician's orders cut the sutures out and put a 7 french sheath in the sfa. Hours later patient's lower leg pulses were no longer doppler and they performed an ultrasound and found a stenosis in the right sfa. Patient is now being brought back down to the cath lab for further evaluation.